Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the sensor readings on the sensor are inaccurate and misleading. The sensor reading was below 60 mg/dl which triggered the threshold suspend feature and blood glucose was 130 mg/dl. Troubleshooting was performed and customer was advised to change the sensor. He is not returning the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found both sensors with being cannulas inside the sensor. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.